Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced communication issue between pump and transmitter, lost sensor alarm, change sensor/bad sensor, device unable to charge. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-7841zn, mmt-7040a, mmt-7715. Customer reported a loss of communication between the transmitter and the pump. Advised customer that continuing to use the transmitter past 1 year may result in reduced battery life, frequent loss of communication, or increased alerts. Advised customer of the process to obtain a new transmitter. Customer received a change sensor alert. Customer is unable to run a transmitter test and/or test passed. Customer was advised to try another sensor. Customer called with questions or concerns with charging the transmitter. Confirmed no damage to charger battery spring or connector pins. Charger led light is flashing green and has been used for more than 1 year. Charger and transmitter are working properly. No harm requiring medical intervention was reported. No product return is required for mmt-1884l. No product return is required for mmt-7841zn. No product return is required for mmt-7040a. No product return is required for mmt-7715. The customer will continue using the device.